Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, kidney disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 05/28/2024, section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, kidney disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that manufacturer's-initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord and observed the following from an external and internal inspection included black dust-like contamination on the top enclosure, ui panel, rear panel, and bottom enclosure, dust-like contamination on top of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. During the evaluation there was no error code found. In box d: device available for eval? Device serviced by 3rdp? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.